Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-1416, serial number: (B)(6), batch/lot number: 214939, model/catalog description: wavewriter alpha prime 16 ipg kit, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, batch/lot number: 7178049, serial number: (B)(6), model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216, batch/lot number: 817617, serial number: (B)(6), model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient went to ER for possible dehiscence at battery site. Physician confirmed no signs of infection. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.